Event description:
A health professional reported that the tulip of an es2 integrated blade screw disengaged intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
Upon inspection of the returned device, it was observed that a tab of the screw was fractured and that the tulip of the screw was still intact.

Manufacturer narrative:
Corrected data: b5. Additional data: d9, h3. Upon inspection of the returned device, it was observed that a tab of the screw was fractured and that the tulip of the screw was still intact. An updated review of the event information and risk documentation regarding this event does not suggest a recurrence of this event could result in a death or serious injury. Therefore, this event is no longer reportable to the FDA.